Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the tubing was noted to be cracked and leaking at the female connection while infusing tpn on a patient. Blood cultures were drawn and found to be negative. There was no patient harm reported.